Event description:
It was reported that twice, the (B)(6), the infusion set broke. The customer was without insulin and presented an increase in blood glucose. Parents do not know the lot number of the infusion sets. They have four different lots of infusion sets 5078640, 5078642, 5083495, 5049863. No adverse event reported. A request was made for the return of the devices.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. See (B)(4) for lot 5078640, see (B)(4) for lot 5078642, see (B)(4) for lot 5083495, see (B)(4) for lot 5049863.